Event description:
On 01/22/2024, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handles tip snapped off into the device. This was discovered post-case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual inspection, it was noted that the distal tip of the returned universal quick connect handle assembly was broken. No broken piece was returned for investigation. Rust spots were noted on the knurl areas of the device. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.